Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The cause of the reported event cannot be conclusively determined. No additional information will be forthcoming. Device remains implanted.

Event description:
Approximately four months after the implantation, the patient was at home when he developed a sudden onset of heminopia. The patient was admitted to hospital for observation, an echocardiogram and tight map control. The patient's medications at the time of this event included aspirin (100mg) and he is reported to have had a map of 82 mmhg. The patient is reported to have developed a small left occipital hemorrhage; along with an extension of pre-existing right parietal hemorrhage. The patient's aspirin was held for five days and he was discharged home eight days after his admission. The event was reported to initially been an ischemic event that transformed into a hemorrhagic event by the patient's treating physician.